Manufacturer narrative:
The biomedical engineer (bme) reported that the ECG waveform on the bsm was not clear for a neonate patient. Nk ts advised them to turn on the maximum filter on the device, which cleared up the waveform. Something was causing interference with the ECG tracing in the room. The waveform was then clear and readable. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the ECG waveform on the bsm was not clear for a neonate patient. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the ECG waveform on the bsm was not clear for a neonate patient. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the ECG waveform on the bedside monitor (bsm) looked odd and was not clear for a neonate patient. The customer stated that they had replaced the leads and had swapped the input module, but the issue persisted. Nk ts advised them to turn on the maximum filter on the device, which cleared up the waveform. Something was causing interference with the ECG tracing in the room. The waveform was then clear and readable. No patient harm was reported. Service requested / performed: troubleshooting: the customer sent a picture of the ECG, which showed huge interference. Nk clinical assisted the customer and instructed them to turn on the maximum filter. After turning on the filter, the waveform cleared up, and the issue was resolved. Investigation summary: nk clinical had indicated that there was something causing interference in the patient's room. Based on the available information, a definitive root cause could not be identified. However, it is likely that there is an electronic device that was causing noise/interference in the patient's room. The bsm-6000 has built in filters that can be used to remove this noise on the ECG. The operator's manual for the bsm-6000 describes each filter and their respective functions. As the issue could be resolved by a current feature of the device, no corrective action is required.